Event description:
It was reported that stent dislodgement occurred. The severely stenosed target lesion was located in the severely tortuous and calcified right coronary artery. A 16 x 2.75 and a 32 x 2.75 promus premier mr drug-eluting stents were advanced for treatment. However, during percutaneous coronary intervention, both stents dislodged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that stent dislodgement occurred. The severely stenosed target lesion was located in the severely tortuous and calcified right coronary artery. A 16 x 2.75 and a 32 x 2.75 promus premier mr drug-eluting stents were advanced for treatment. However, during percutaneous coronary intervention, both stents dislodged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a 16 x 2.75mm promus premier stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 29cm distal to the distal end of the strain relief. Multiple hypotube kinks were noted in various locations along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. The undamaged crimped outer diameter was measured, and the result was within maximum crimped stent profile measurement. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.